Manufacturer narrative:
Multiple attempts were made to obtain add'l info from the customer. The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported that "masimo portable oximeter (rad-57) did not work during resuscitation of baby; intermittent readings of questionable reliability."